Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. This complaint was for a yume set that was not connected properly to the transfer set by the cleanflash assist device. The lot number is unknown therefore a batch review was not performed. The yume set was returned for complaint investigation. Visual inspection was performed and a hole was observed on the molded port and the mold port was observed to be flattened. This complaint was confirmed in the lab. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Event description:
The original report stated the transfer set was not connected to the yume set by cleanflash. There was no patient injury or medical intervention. The actual sample was available for evaluation. During evaluation of the cassette, a hole was observed on the molded port and the mold port was observed to be flattened.